Manufacturer narrative:
Field service representative (fsr) could not verify the reported issue. The fsr replaced both the red and yellow level sensors as well as the level sensor module. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed the red level sensor to function as intended. The red level sensor was connected to a lab use only (luo) level sensor module and passed all testing. Per data log review the logs were exported on (B)(6) 2021 and there was no activity on that date. The activity in the log starts on 08jul2021. On that date both the alert and alarm probes were reporting status changes from coupled to uncoupled, back to coupled. When level detection is turned on this will cause a 'level not attached' message alert. Sometimes the uncoupled condition clears too fast for a message to be displayed on the central control monitor (ccm) so an alert tone will occur without an indication of what caused it. This complaint indicated that the customer is using a reservoir that does not have a flat surface for the pads to attach to, which could cause this behavior. This complaint is related to (B)(4) / MFR #1828100-2021-00253.

Event description:
It was reported that during use of the device for a non-clinical activity, the data log review showed that the red level sensor was coupling and decoupling. There was no patient involvement.

Event description:
Additional information was received that the reported complaint occurred during use of the device for cardiopulmonary bypass (cpb). The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: during a cpb procedure on 06jul2021, the perfusion team had intermittent false alarms on the level sensing system. The team set up and attached the level pads per the manufacturer's recommendations, used gel and attached the sensors to another manufacturer's rounded reservoir for the procedure. During the procedure the system gave the perfusionist subsequent 'level not attached' messages. The team tried to mitigate the issue by attaching another set of level sensing pads. The manufacturer's clinical team has spoken to the team and discussed options on the reservoir to place the pads, and re-informed the team on how to use the gel pad. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss due to this issue.

Manufacturer narrative:
The reported complaint was confirmed. The manufacturer's clinical specialist discussed the instructions for use (IFU) and reminded the team on how to use the gel pad. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.